Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found to be unresponsive at the station. A field service engineer confirmed that before bd's arrival, the customer had disconnected the 7 drawer auxiliary from the main unit, which enabled the main unit and the other devices to power on. The issue was identified as originating from half-height drawer 5 on the auxiliary unit. The drawer board from 5.1 was preventing the device from powering on, and replacing it resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system failed to boot up, and the auxiliary unit emitted a ticking sound when turned on, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, since the entire station was non-operational. There were no adverse events or injuries reported based on this event.